Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella support due to cardiogenic shock. While on support, the patient experienced ectopy that was resolved by repositioning. The patient remained on support until successful explant and survived.

Manufacturer narrative:
The investigation was completed and no product was returned. Arrhythmia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.